Manufacturer narrative:
Additional information added to b tab describe event or problem

Event description:
Additional information 4/17/2026 no harm to patient. Delay was probably a couple of minutes as they had to stop treating the patient, get a new product, and start over.

Event description:
It was reported that nexiva had a crack and leaked. Ed: IV placed in stroke patient via r ac by this rn. IV port access site where you would attach vacutainer and clave is broken and leaking blood everywhere. No way of salvaging line. Piv had to be removed and pt had to be poked an additional time due to defective equipment. Also delayed care in a stroke patient. Additional information 13-apr-2026: sorry forgot to include luckily these didn't cause harm but caused minor delays to treatment.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint that blood was leaking from the connection was confirmed and the cause appeared to be manufacturing related. One 20g nexiva IV catheter was provided for investigation. The device was received with a q-syte connector attached to each luer adapter. Impressions were observed on one of the two dual port luer adapters, which pushed the material inward and caused the geometry on the inner surface of the female luer adapter to change. The damaged luer adapter prevented a proper connection between the q-syte connector and the pink adapter. The damage likely occurred during manufacturing and the appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.